Manufacturer narrative:
The device was sent back for evaluation. The device logs confirmed the reported failure. There was a battery failure alarm and a battery 1 communication failure alarm due to low pack voltage which could be a result of the battery failing to request charging. Device analysis: the failure mode was reproduced on an engineering bench. The battery 1 pack voltage was measured to be 0.6 v rather than the expected 16 v, and the battery lcd indicator was blank. Battery 1 was replaced to resolve the failure alarm. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) exhibited a battery failure alarm. The resolution for this issue is unknown. The procedural outcome noted that the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.